Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump at various times. Troubleshooting was not done because it was a past event. The customer however reported that the no delivery alarms were resolved by a complete infusion set change. The customer also reported insulin leaks at the infusion site from under the tape. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)